Event description:
During insertion into the leg, the tip of the transducer broke off in the patient. The tip measures approximately 0.5 cm in length. The physician proceeded with the stent placement over the retained transducer tip. Attempts to retrieve the tip were not successful. The catheter tip was covered with a stent so that there was no chance of the catheter tip migrating, post procedure. The transducer tip remains in the patient's left leg.